Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 138 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is two months. The meter memory was reviewed for previous test result history: result 1:lo date: (B)(6) 2018 time:639am fasting, result 2:142mg/dl date: (B)(6) 2018 time:534am fasting, result 3:187mg/dl date: (B)(6) 2018 time:1029am fasting, result 4:145mg/dl date: (B)(6) 2018 time:805am fasting, result 5:179mg/dl date: (B)(6) 2018 time:818am fasting.